Manufacturer narrative:
This device is not available for return and evaluation at it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves due to structural valve deterioration (svd). Svd can occur as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted. The root cause for the severe degeneration and stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received a call from a patient's wife requesting additional information relating to her husband's 21mm pericardial aortic valve. The patient's wife stated that the patient is having problems with his valve after an approximate implant duration of 7 years and 7 months. Through a follow-up call to the patient's wife, it was learned the patient has undergone several tests. The valve reportedly, "has shrunk and deteriorated." "It's disintegrated and it's damaged his heart." The valve remained implanted; reoperation was indicated. No additional information has been made available.